Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the emergency medical services were called and took them for hospitalization. The customer's blood glucose was 23 mg/dl at the time of hospitalization. The customer's blood glucose was 156 mg/dl at the time of call. The customer stated that they were given orange juice and yogurt to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed troubleshooting for low blood glucose and did not find any issues. The insulin pump will not be returned for analysis.